Event description:
It was reported that when using the bd pyxis¿ medstation¿ es stuck on carefusion screen due to connectivity issue. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction caused a delay and affecting patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on carefusion screen. A technical support specialist (tss) activated the carefusion admin account from the command shell using the net user command and rebooted the affected station, which returned to normal operation. The user later called about a scanner issue, and the tss advised to reboot the station, which resolved the problem. The system functioned as intended after the technical support specialist troubleshot the device.